Event description:
It was reported that the procedure was to treat a 95% stenosed,de novo lesion with heavy tortuosity and heavy calcification in the mid left anterior descending artery (lad). The 2.5 x 15 mm trek rx balloon dilatation catheter was advanced to the lesion with difficulty and the middle section of the shaft kinked. During inflation, the balloon was pressurized to 10 atmospheres (atm); however, the shaft separated at the kink. The balloon inflated normal until the fracture. The separated shaft and guiding catheter were easily removed together. A new 2.5 x 15 mm trek balloon catheter was used to complete the procedure. The patient outcome was satisfactory. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after damage. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink were confirmed. The reported resistance with the anatomy during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Reportedly, the device was used for the procedure after damage/kink occurred. It should be noted that the rx trek instructions for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment.